Event description:
During an unknown procedure the radiolucent drive mark ii (drill) stops and starts, and will not run continuously. This caused an increase in surgical time by 5-10 minutes, as the surgeon had to wait for the drill to re-engage. Surgeon did not have another instrument drill to use for the procedure. The drill, reportedly, did not overheat due to the starting and stopping. It was reported there was no reported harm to the patient. The surgeon did not have a spare device available; however, the surgery was completed successfully. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device manufacture date: over 12 years. The manufacturing records could not be reviewed as the device is over 12 years old and the records are not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.